Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non-bsc right atrial (ra) lead displayed pacing impedance measurements less than 200 ohms. Upon device review, multiple atrial tachy response (atr) episodes were stored. Non-physiologic noise was observed in one atr episode. Additional information was sought from the local area sales representative, however, at this time additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.